Manufacturer narrative:
The field service engineer (fse) found that the ise block failed and found a hole in the rinse mechanism tubing. The fse replaced the ise block, nozzle, tubing, valves, and rinse tubing. The fse performed ise checks successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 159 mmol/l. The doctor questioned the results and the sample was repeated. The sample was repeated on another analyzer and the result was 137 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.